Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with injection fortum (1 g, frequency, route and duration not reported), injection amikacin (100 mg, frequency, route and duration not reported), injection vancomycin (1.5 g, frequency, route and duration not reported), injection reflin (dose, frequency, route and duration not reported) and tobramycin (80 mg, frequency, route and duration not reported) for the event. The patient was reported have recovered from the peritonitis event. Action taken with peritoneal dialysis therapy was not reported. Additional information was not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.